Event description:
The following information was reported: after the deployment with good technique, hemostasis was not obtained. A 3 cm x 3 cm hematoma developed. Manual pressure was applied for 20 minutes and hemostasis was achieved with no further note of a hematoma. The patient was not hospitalized. Procedure type: intervention coronary vessel size: greater than 7 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.